Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: 17 samples were returned by the customer in support of this complaint, and no photos were attached. The np shields on each of the returned needles was removed, and the np sleeves examined. None came away from their np needles and no damage or looseness was detected. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure mode and an absolute root cause for this incident cannot be determined. The most likely root cause for this defect, is that the rubber np sleeves are damaged at their openings, and so are unable to grip the plastic plug at the bottom of the black needle hub. (B)(4).

Event description:
It was reported that when opening the bd¿ vacutainer¿ multi-sample needles 22g x 1.5" by removing the white protection shield, the grey rubber sleeve came loose from the non-patient end of the needle without touching this sleeve. There was no report of exposure, injury or medical interventions.